Event description:
It was reported that during the implant procedure of this pacemaker, the right ventricular automatic threshold (rvat) failed. Loss of capture (loc) was observed. No adverse patient effects were reported. At this time, this device remains in service.